Event description:
The customer reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. The customer's school nurse administered a manual insulin injection to address the elevated bg. The customer continued to use the pump for insulin therapy.